Event description:
During index procedure, the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent (2.50 x 18mm) deployed successfully at proximal and distal circumflex and first obtuse marginal. Patient was asymptomatic at 30 day, 6, 9 and 12 month follow up. Approximately 9 month 3 weeks post index procedure mi was observed and one non-medtronic stent was then deployed to distal circumflex during revascularization. Investigator indicated that there was no relationship with the study drug or procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (myocardial infarction). (B)(4).

Manufacturer narrative:
Investigator assessment is that the mi event previously reported was related to the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.